Event description:
Cylinders in prosthesis kinked, requiring replacement. With inflation, patient noticed a bulge at left base. Pre-operative examination consistent with a herniation to the corporotomy. Operative examination of cylinder remarkable only for a small defect with some blood running under the outer-most layer of the cylinder which appeared to occur with the cautery during the dissection.